Event description:
The customer reported an sensor delivery unit issue with the adc device and stated the "after assembly the sensor noticed that there is no needle on it." As a result, customer experienced a loss of consciousness and reporting "taking a cold shower afterwards." There was no third-party intervention or treatment by a healthcare professional reported for this issue. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. The sensor plug was seated in mount properly. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Unable to perform further investigation due to applicator and sensor pack was not returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the additional product is returned, an updated physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.